Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue ventilator inoperative condition occurred related to a ventilator's sound abatement foam. There was no report of serious patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 10/18/2022 for further evaluation. The device was evaluated on 10/20/2022. There was no mention of visual findings to the external part of the device. Software upgrade error caused the device to go into a ventilator inoperative state.pil was able to update the software and reinstalled software version 1.05.02, the software revision that was showing on screen prompt on the device when pil attempted to install software. Pil did not have any issue installing the software. Pil noted that the e-47 internal battery error was due to the device not shutting down in the ventilator inoperative state until the internal battery was depleted completely and is now in perm fail status. The manufacturer concluded that the ventilator inoperative issue was corrected once the software was updated in the device. Section d8, d9, h2, h3 and h6 were updated.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging an issue ventilator inoperative condition occurred related to a ventilator's sound abatement foam. There was no report of serious patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 10/18/2022 for further evaluation. The device was evaluated on 10/20/2022. There was no mention of visual findings to the external part of the device. Software upgrade error caused the device to go into a ventilator inoperative state.pil was able to update the software and reinstalled software version 1.05.02, the software revision that was showing on screen prompt on the device when pil attempted to install software. Pil did not have any issue installing the software. Pil noted that the e-47 internal battery error was due to the device not shutting down in the ventilator inoperative state until the internal battery was depleted completely and is now in perm fail status. The manufacturer concluded that the ventilator inoperative issue was corrected once the software was updated in the device.

Manufacturer narrative:
The b5 section of the previous submitted report was incorrect. It is corrected in this report.